Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During routine testing of the device at the service center, the service technician reported the cable guide was cracked. No other details regarding the nature of this event were reported. Since this event occurred during routine testing of the device, there was no pt involvement during this event.